Event description:
It was reported that the patient had soreness/pain around the battery site/pocket and was not using the device so it was explanted. The patient had not used the device for years. The patient¿s status was alive with no injury. It was further reported that the patient was doing good after the explant and had no further pain at the site.

Manufacturer narrative:
Final device analysis of the stimulator revealed no significant anomalies. Final device analysis of the extension revealed no significant anomalies.

Manufacturer narrative:
Concomitant products: product ID 3986, serial # (B)(4), implanted: (B)(6) 1993, product type lead; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2014, product type extension; product ID 7433, serial # (B)(4), implanted: (B)(6) 1993, product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.